Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided.

Manufacturer narrative:
Block b2 and b3: date approximate based on boston scientific aware date of event.

Manufacturer narrative:
Block b2 and b3: date approximate based on boston scientific aware date of event.

Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided. Additional information was received that the physician was not aware of the passing. No further information can be obtained.